Event description:
It was reported that during a ptca procedure, as the powersail dilatation catheter was being advanced on the guide wire, the device felt different. When the device was inspected, the tip was found on the table. The product was never used on patient.